Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of sensation in her fingers and legs following implant of the scs lead. As such, surgical intervention was undertaken on (B)(6) 2016 during which the lead was explanted. The patient reported feeling better and was able to feel her fingers and legs.